Event description:
The complainant reported that the console was in for preventative maintenance (pm) and on initial start up the console had a system self-check failure. No patient involvement.

Manufacturer narrative:
The name of the initial reporter and occupation is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Pbm components were shorted due to psu screws coming loose. A screw likely fell underneath the pbm and caused a short. This report is being filed as part of a retrospective review of historical records.